Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device had performance issues nine years after implant. The device had fluid loss. The physician tried inflating the device in his office, however no troubleshooting resolved the issue. The patient underwent a surgical procedure in which all components were the cylinders were explanted. The source of the fluid leak was not identified upon explant. There were no patient complications.